Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was oversensing. Review of the data noted possible myopotentials. Programming changes were recommended and will be made when patient present to the clinic for follow-up.